Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
It was reported by a customer complaint that the cannula of the infusion set may have become detached from the base and may have been lost within the body. The reporter stated that the cannula also may have become bent/folded over and adhered to the occlusive dressing rather than penetrating the body during the site change. The reporters eye site is so poor they were unable to confirm or deny that the cannula was still in the pt's skin or cannula was still attached but folded.